Manufacturer narrative:
Product event summary: the device was returned, analysis performed and no anomalies were found. Analysis indicated that the returned device had a grommet issue, foreign material (fm) on the set screw, a rounded setscrew socket, damage to the setscrew and the setscrew found in the connector bore. The analyst noted that the lv and rv grommets had fm on the top surfaces of each grommet and fm on the bottom surface of the rv grommet. Analysis of the device found fm on the rv setscrew block and damage to the setscrew block surface. The analyst also noted that the rv setscrew had a rounded socket, damaged threads, fm on the setscrew threads and that the setscrew was found obstructing the rv connector block bore.

Event description:
It was reported that during the implant procedure, it was not possible to connect a competitor lead into the cardiac resynchronization therapy defibrillator (crt-d). After several attempts, the set screw dislodged so the physician decided to not use the device and replaced it with a competitor device. No patient complications have been reported as a result of this event.